Event description:
It was reported that during a procedure at the user facility the nozzle arrow on the acm mixing system not locking and causing leaking of cement. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences have been reported.

Event description:
It was reported that during a procedure at the user facility the nozzle arrow on the acm mixing system not locking and causing leaking of cement. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.